Manufacturer narrative:
The device was returned for evaluation. The unspecified failure was observed as link separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
An additional proglide device was returned which had a suture (link) break. Although follow-up with the account did not report any issue with this device, a device in this condition would not have achieved hemostasis. No additional information was provided.